Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Six aptus endo anchors were used in conjunction with the endurant ii stent graft prophylactically. It was reported one month later there was a pseudoaneurysm in the sma was observed. The patient received a secondary intervention and an onyx embolization of the pseudoaneurysm was performed. The event resolved and the patient was discharged. No additional clinical sequelae were reported and the patient is fine.